Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did observe drops of insulin during the fill tubing process. Blood glucose was 128 mg/dl. Customer loaded a new cartridge successfully and resumed insulin delivery.